Manufacturer narrative:
(B)(4). Batch # n5405p. The ec45a device was received for analysis with no visual non-conformances and with an ecr45w cartridge loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. Please note that in order to articulate or disarticulate the device, the jaws must be opened. Pull the fins of the rotating knob back with the index finger and apply a sweeping motion towards the side articulation is wanted while gently pushing the instrument handle towards the grounding surface. Maintain the jaws pressed against the grounding surface during this action. Once the desired articulation angle is reached, release the rotating knob to lock the angle. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 9/29/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained. The lot number you provided, m91a1r, correlates to a psee60a device. The complaint form states the device is a ec45a device. Please confirm whether the product code or the lot number is incorrect. This is the correct lot: n90w2n.

Event description:
It was reported by the affiliate that during an unknown procedure, after two uses, the device could not be opened or straightened anymore. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.